Manufacturer narrative:
Product complaint (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: were there any patient consequences? Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a spine procedure on (B)(6) 2024 and suture was used. During the procedure, at 3:30 pm, the pregnant woman underwent surgery. During the suturing process, the problem of pulling off suture needle happened and could not be used. Replace the suture with a new one and complete the surgery. No adverse patient consequences were reported. Additional information was requested.